Event description:
It was reported that device entrapment occurred. A1.50mm rotaburr was selected for use. During the procedure, the lever was moved back and forth at the left coronary artery, but the burr did not move. Upon removal, the burr was completely removed together with the wire outside the patient's body using a guide extension. The procedure was completed using a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device found that the coil was stretched and detached at the burr. The burr was detached and was found returned on the returned rotawire. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the ability of the device to run during analysis. Testing was performed using a test burr catheter, due to the damages present to the returned burr catheter. The returned advancer was connected to the rotapro console control system. When the knob switch, ablation button, was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotaburr was selected for use. During the procedure, the lever was moved back and forth at the left coronary artery, but the burr did not move. Upon removal, the burr was completely removed together with the wire outside the patient body using a guide extension. The procedure was completed using a different device. No further patient complications were reported.